Manufacturer narrative:
510k: this report is for an unknown dynamic compression plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: schoch (2017) surgical fixation of periprosthetic humerus fractures using an extension plate: surgical technique and report of 5 cases. Journal of orthopaedic trauma, volume 31, pages e432¿e435. United states this article is a retrospective review of case series of 6 patients who underwent open reduction and internal fixation (orif) to treat a periprosthetic humerus fracture between july 2014 and july 2015. All of the 6 patients with well-fixed humeral components underwent surgical fixation of a periprosthetic humerus fracture. A 4.5-mm limited contact dynamic-compression plate (synthes, (B)(4)) along with an extension plate, synthes (attachment plate) was placed at the fracture site. Patients were followed up until both clinical and radiographic union was observed. 1patient out of 6 refused follow up. Among the remaining 5 patients, there were 2 female and 3 male patients with a mean age of 77 at the time of surgery. Radiographic bony union was confirmed at mean 3.7 months after surgery. However, the following complications were observed: 1 patient died 9 months after the surgery 2 patients were treated in a delayed fashion for an established nonunion this report is for an unknown 4.5-mm limited contact dynamic-compression plate (synthes, (B)(4)) and unknown extension plate, synthes a copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4).